Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the system and found data corruption on the mainframe sram. He replaced the sram. The system functions normally at this time.